Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal lioresal 2000 mcg/ml (dose 100 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as other spasticity and intractable spasticity. The patient's parents believed the patient was not getting any real benefit from the pump for awhile. The patient was more alert now that they had been decreasing the medication. They were titrating the dose in order to remove the pump. Information was requested related to a bridge bolus and the patient's "new" drug was lioresal 500 mcg/ml (dose 75.04 mcg/day). The event date was unknown. Additional information has been requested, but was not available as of the date of this report. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)